Event description:
It was reported that the procedure performed was to treat a de novo, mildly calcified, mildly tortuous biliary artery that is 90% stenosed. The 8.00x100mm absolute pro self-expanding stent delivery system was advanced to the target lesion. After partial release of the stent, the thumbwheel became stuck. The physician withdrew the sheath, guiding catheter, and stent delivery system as one unit and another same size device was used to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.